Manufacturer narrative:
Scale control board and load cell.

Event description:
It was reported by service report that the scale was not working. No pt involvement or adverse consequences are reported.